Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, there was noted a positioning issue as the pigtail appeared to be stretched out and connected to a papillary muscle. The decision was made to not reposition the pump as there were good flows and a risk of the pump coming out across the aortic valve. Additionally, the pump's p-level was dropped down to p6. Patient was successfully weaned from impella.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.